Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (7.5 mg/ml at 7 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump had several short motor stalls and recoveries on (B)(6) 2019 and (B)(6) 2019. The cause of the motor stalls was not determined. Nothing was done to resolve the stalls, as no other stalls were recorded. The patient's weight was unknown. The issue was resolved. No further complications were reported.